Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was evaluated based on historical data analysis.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. 1 event had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: (B)(4) event was reported for this quarter. Product return status: (B)(4) device was evaluated based on historical data analysis. Additional information: (B)(4) device was not labeled for single-use. (B)(4) device was not reprocessed or reused.

Event description:
This report summarizes (B)(4) malfunction event in which the device reportedly overheated. - (B)(4) event had no patient involvement, no patient impact.